Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a native bicuspid valve at a depth of 2 millimeter (mm), the wire was withdrawn to center the nose cone of the delivery catheter system (dcs). Forward pressure was applied to the dcs as the blue knob was slowly turned to release the paddles. Following the second paddle release, the valve dislodged into the sinus and above the sino-tubular junction. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.